Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported the healthcare provider (hcp) increased the number of boluses and when the patient tried to use his boluses this past weekend, he noticed it affected his eyesight. It was also reported the patient was currently going through withdrawals since saturday (B)(6) 2020 and sunday (B)(6) 2020 symptoms were worse. It was reported "there must be something wrong with the pump" the patient was guessing. It was noted the patient had multiple withdrawal events since implant (B)(6) 2017 (asked unknown event dates). It was further reported after the last refill three months ago the patient ended up in the hospital with withdrawal symptoms. The healthcare provider (hcp) knew about the events and the pump had been checked but they found nothing wrong. The current drug in the pump was unknown. The patient had an appointment with the hcp on (B)(6) 2020 at 11:45 am and the company representative (rep) needed to be there. A message was sent to the local rep making them aware of the appointment date and time. The rep confirmed they would be there. No further complications were reported.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative who reported that the patient was taken to surgery on (B)(6) 2020 for a catheter revision. The old catheter aspirated fine and there was no indication of any problems with the catheter; however, the surgeon decided to move forward with replacing it with a new catheter. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer's representative (rep) on 2020-jun-09. It was noted that the patient complained of overdose symptoms when a personal therapy management programmer (ptm) bolus was attempted. It was unknown what, if any, environmental/external/patient factors that might have led or contributed to the issue. A dye study was performed on (B)(6) 2020. The hcp was able to aspirate almost 1cc but found that it was very difficult and, ultimately, was unable to pull any more. The hcp could not physically push more than about 1/2 cc of dye. A catheter revision was planned and was to be scheduled but had not been scheduled at the time of the report. At the time of the event, the patient's pump contained an unknown concentration of morphine at 3.25. The issue was not considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported.